Event description:
It was reported that during a foot open reduction internal fixation (orif) procedure, the depth gauge for 2.0mm and 2.4mm broke during use. The piece was retrieved and discarded and the procedure was completed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Manufacturing eval revealed that the device was returned and the instrument was received in 3 pieces. The needle was sheared off at the tip of the slider and was not returned for eval. Specification investigation showed that the features measured met specifications; however, not all features could be verified due to the damage of the received device. A review of the product drawings showed that no design aspect could have contributed to the event. The root cause could not be determined.